Event description:
During implant, increased capture threshold and low, unsatisfactory sensing was observed on the right ventricular (rv) lead due to dislodgement. Following multiple repositioning attempts the helix was observed to not extend. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, inadequate capture, and r-wave amp variation. As received, a complete lead was returned with its helix extended and covered in blood / tissue. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage. The reported events of inadequate capture, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.